Event description:
It was reported that the universal oscillating saw attachment had six pins break during surgery. There was no report of pt injury associated with the event. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.